Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the cubie was showing wrong medication. The technical support specialist (tss) reviewed the station through after the medbank myqlink. The tss provided guidance on how to reassign the medication for safety precautions, but the customer was unable to complete the process. The tss advised the customer to contact the pharmacist to reassign the cubie. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported by the customer that a bd pyxis¿ generic medbank had wrong medication in the cubie, occurred during medication issue to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ generic medbank had wrong medication in the cubie, occurred during medication issue to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.